Event description:
It was reported that the customer had difficulty plugging in the usb cable into the usb port, requiring adjustments and cleaning of the port. There was no reported impact on the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.